Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device appears to be related to operational context due to the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the mildly tortuous, non-calcified, 100% stenosed, mid left circumflex (lcx) coronary artery. A 4.50 x 12 mm nc trek rx balloon dilatation catheter (bdc) was selected for post-dilatation of an unspecified bare metal stent. The bdc was advanced with no resistance to the lesion and once inflated the balloon would not completely deflate. Three attempts were made to deflate the balloon and each time when they went to withdraw the bdc the partially deflated balloon would catch on the edge of the unspecified guide catheter. After the third unsuccessful attempt, the bdc and the guide catheter were removed from the anatomy as one unit. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.